Manufacturer narrative:
(B)(4). The product involved in the report has been returned and evaluated. One (1) used sample was received for evaluation. A sample of a mic-key tj molded head only was returned. The other parts of the device was not included when returned and no packaging was included . The mic-key* low-profile transgastric-jejunal feeding showed signs of damage under the molded head of the device. The tri-lumen tubing exhibited a jagged break in the silicone tubing under the molded head. The rest of the tube was not returned with the device. The device history record for the lot number, aa5225n11, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the patient had a transgastric-jejunal feeding tube that broke away after the tubing was pulled. This allegedly caused the transgastric-jejunal tube to fall into the patient, requiring retrieval via endoscopic approach. The distal portion was removed and another transgastric-jejunal tube placed with no reported injury. There were no adverse events concerning the patient. There were no injuries reported and no additional information provided.